Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
The field engineer reported that the system had a blown fuse and was not able to perform fluoroscopic x-ray. There is no report of pt injury or death.